Event description:
A report was received that stated the flange was noted broken after 6 months of patient use. It is unclear if the device broke during use with patient. There were no adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow up report detailing the results of the evaluation.